Event description:
It was reported this left ventricular (lv) lead was causing the patient to experience discomfort, the patient reported jerking/spasm movements and an affected breathing reflex. Subsequently, the lv lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported this left ventricular (lv) lead was causing the patient to experience discomfort, the patient reported jerking/spasm movements and an affected breathing reflex. Subsequently, the lv lead was explanted. No additional adverse patient effects were reported.